Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pain experienced pain before the removing the synthes plate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: investigation performed by the (B)(4): one 4.5mm lcp proximal femur plate (part # 242.116, lot # 7878945) was returned for investigation. The plate is broken into two pieces at the seventh combi-hole proximal to the head of the plate. There are three cerclage positioning pins in three of the holes of the plate. The plate also exhibits some possible rust and discolorations consistent with implantation. The root cause of the complaint condition is unknown, but it is likely the plate failed due to fatigue from cyclic loading. Since the bone did not heal properly and regain the load bearing properties necessary for everyday functioning. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. A total of five screws, three wires, and two cerclage positioning pins were also received with no complaint alleged against them. A visual inspection of these returned concomitant devices show no evidence of having contributed to the event, and no product design or manufacturing related issue was identified with these concomitant devices. Therefore, review to the specific design or manufacturing risk assessment (dcrm/prm) and dcrm/prm line is not applicable; and an occurrence rate calculation is not required. No new, unique, or different patient harms were identified as a result of this investigation, no product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 01aug2016: per reporter, the pain experienced pain before the removing the synthes plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The complaint indicated that the device broke post-op requiring additional surgical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had acute tight pain. On x-ray is visible that the plate broke post-operatively. Plate was implanted on (B)(6) 2015 and was removed and replaced on (B)(6) 2016. No information about patient condition received. Patient is ok now and needed a re-operation for the broken plate. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Original part manufacture date: december 23, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp proximal femur plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 7.3mm locking screw (part 02.207.080, lot unknown, quantity (B)(4)); 7.3mm locking screw (part 02.207.090, lot unknown, quantity (B)(4)); 5.0mm locking screw (part 213.330, lot 9346804, quantity (B)(4)); 5.0mm locking screw (part 213.336, lot 9600521, quantity (B)(4)); 5.0 cannulated locking screw (part 02.205.075, lot unknown, quantity (B)(4)); 4.5mm threaded cerclage positioning pin (part 298.803.01, lot 9813780, quantity (B)(4)); 1.7mm cable with crimp (part 298.801.01, lot p211378, quantity (B)(4)); 1.7mm cable with crimp (part 298.801.01, lot p218739).